Event description:
A facility reported a green substance in a disposable codman cord and tubing (ID 9190002rpb). They discovered it before the procedure. Product was properly stored at manufacturing warehouse prior to placement inside of the kit was sent to the customer on ambient storage. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Disposable cord and tubing (ID (B)(6)) was returned for evaluation. Unique device identification (UDI) - (B)(4). Failure analysis - it was determined that the green substance is likely to be pvc plasticizer leaching from the material. Samples were sent to an integra testing laboratory and a material analysis was performed. It was determined that the green substance is likely to be pvc plasticizer leaching from the material. This is thought to occur in the presence of adverse heat conditions and over time. Root cause - the root cause is likely due to adverse heat conditions and/or aging components.

Event description:
N/a.